Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: biomed added that the lead engineer at customer account was able to run a few test on it and determined the bovi pencil made by covidien, had a short in it. The foot pedals will not be sent in. Per sales rep: facility biomed determined that the issue was cause by an unknown coviden bovie pencil and not the generator. Additional information was requested, and the following was obtained: the ¿new generator¿ that was used to complete the case, what was the product code/manufacturer of the new generator? Coviden ft10. Did this new generator potentially cause the burn on the patient¿s hand? No. Did megen1 with the serial number (B)(4) potentially cause the burn on the patient¿s hand? Has been determined by biomed that the burn was caused by the coviden pencil being used. What is the severity of the burn? Unknown. What medical intervention was used to treat the burn? Unknown. Besides the burn, did the patient experience any adverse consequence due to the issue? None reported. Are there any anticipated long-term effects from the burn or injury? None reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the bovi was plugged into the generator and it activated by itself. It was unplugged then replugged in with the same result. A new generator was used to complete the case but the patient received a burn of unknown severity on the hand.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.